Event description:
The customer tested his blood glucose and received readings of 549 and 398 mg/dl using his contour meter. He retested using another meter and received a reading of 150 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. While customer service was attempting to troubleshoot the contour system, the customer hung up. Attempts to reach him were not successful. No product will be returned for evaluation.